Event description:
The physician was treating a left ica aneurysm measuring 10mm x 6mm x 6mm. The neuron max was placed into proximal left ica and not advanced too distal due to spasm. Through the neuron max a px400 microcatheter along with a balloon was advanced to coil the aneurysm. Three coils were placed initially without incident; a 7 mm x 20 cm followed by 5 mm x 10 cm followed by 3 mm x 4 cm. The initial three coils achieved a 31% packing density. The operating physician then wanted to place a fourth coil and was advised of packing density already achieved. The physician still wanted to deliver a fourth coil in an attempt to fill small pockets within the body of the aneurysm not previously filled by first three coils. The physician was advised to use a smaller coil than the third coil placed (3 mm x 4 cm), i.e. 3 mm x 2 cm or 2 mm x 2 cm. Physician choose, against recommendations, to attempt to place a 3 mm x 6 cm coil. Upon delivering the distal portion of the coil into the aneurysm, with balloon inflated, much resistance was met. The physician continued to attempt delivery of the coil by repositioning the microcatheter along with retraction of coil and re-deployment. After numerous attempts, never getting more than 2cm of the 3 mm x 6 cm coil into aneurysm, the distal portion appeared to get stuck in the mass of coils previously delivered. Upon pulling in an attempt to free up the coil, it broke at the proximal end of the coil at the distal end of the pusher. With the proximal end of the detached coil in the microcatheter, the physician attempted to aspirate into the microcatheter. When this failed, the physician deflated the balloon being used to assist in the aneurysm coiling, allowing for the restoration of blood flow into the left ica and distal branches. Blood flow restoration sent the coil into the left m1 and inferior m2 branch. Numerous attempts to retrieve coil failed and the coil was left in the patient's m1/m2 territory. In a follow up conversation with the physician he stated that the patient did experience a minor stroke based on the coil being lodged in the m2 segment. The patient has recovered and is about back to baseline and her prognosis is good.

Manufacturer narrative:
This follow-up is in response to user facility report (B)(4). This event was previously reported by the manufacturer on MDR 3005168196-2012-00069 (B)(4).

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. Coil in patient, pusher discarded.